Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that since they had a hip replacement surgery in may has noticed a return of symptoms, said that doesn't feel stimulation anymore. Patient said that stimulation was turned off prior to surgery. When asked, patient said that the surgery was near the implant and the doctor said that it wouldn't affect the implant. Caller called back and reported "I don't think it's working", helped caller connect to ins and increase the stimulation. Caller could feel stim comfortably in the bike seat area. Caller will maintain stimulation and adjust as necessary.